Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamps on an unspecified quantity of uromatic y type tur/cont bladder irrigation sets became unclamped or do not clamp properly which results in an excessive amount of fluid draining into the patient¿s bladder or backflow of fluid from the full bag to the empty bag. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: update from 05/23/2023 to asku: the events occurred on unspecified dates of 2023, further described as "intermittently" the past 2 months (additional information received/omitted on initial). D10: (remove ni from date field and add asku). H4: the lot was manufactured in january 2022. One actual sample was received for evaluation. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional under water leak test was performed with no issues noted. The reported condition was not verified; the device was conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.